Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the physician attempted to connect the atrial lead to the new device but was unable to tighten the setscrew. A different device was used.